Event description:
No image, will not connect with the box. It was reported the camera head experienced no image, it was not connecting with the box. The issue occurred during inspection for use, prior patient in room for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on video cable insulation, exposing the inner cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected related to the image and connection issues. The cause of the video cable being cut was not established. Olympus will continue to monitor field performance for this device.